Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid found within the cassette compartment during internal inspection. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, a blank screen was encountered. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed to investigate the balloon valve leak alarm. The cycler touch screen verification failed, the valve actuation test failed, and the system air leak test failed. During the internal inspection, the manifold a connector was found to be disconnected from the j15 backplane board. The manifold a connector was reconnected and the functions returned to normal operation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a liberty select cycler alarmed with a balloon valve leak message during dwell three of four in their treatment. The patient completed treatment by performing manual exchanges. The fresenius technical support representative advised the patient to discontinue use of the cycler, and a replacement cycler was issued to the patient. The cycler was returned to the manufacturer and the replacement was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer of the inverter board was identified.